Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of back pain ("recurrent and intense lower back pain") and neck pain ("recurrent and intense neck pain") in a (B)(6) female patient who had essure (batch no. 626916) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2008, 61 days before insertion of essure, the patient experienced neck pain (seriousness criterion disability), migraine ("migraine"), weight increased ("weight gain"), dizziness ("dizzy spells"), insomnia ("insomnia"), disturbance in attention ("attention disturbances"), diarrhoea ("digestive disturbances (alternating diarrhoea and constipation)"), myalgia ("muscle soreness in limbs"), dry skin ("dry skin") and sinusitis ("sinusitis"). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required). The patient was treated with co-dafalgan (klipal), diclofenac and sumatriptan. At the time of the report, the neck pain, migraine, weight increased, dizziness, insomnia, disturbance in attention, diarrhoea, myalgia, dry skin and sinusitis had not resolved. The reporter considered back pain, diarrhoea, disturbance in attention, dizziness, dry skin, insomnia, migraine, myalgia, neck pain, sinusitis and weight increased to be related to essure. The reporter commented: the events started in the end of 2008. Consequences on daily life (disability leave, unable to leave the house) due to recurrent episodes of lower back and neck pain. According to physician, the essure removal is foreseen but currently not scheduled yet. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 626916 (production date apr-2008, expiration date apr-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced recurrent and intense lower back pain and recurrent and intense neck pain. Remedial therapy was given for back pain. The event back pain is regarded as anticipated according to the reference safety information for essure. Neck pain is an unanticipated event. Both events were considered serious due to disability as the reporter confirmed that consequences on daily life occurred. In this case, the events occurred since placement of the essure device. The exact temporal relationship between essure insertion and the occurrence of these events were not provided. Based on the nature of event back pain, a causal relationship with essure cannot be excluded. With regards to the other event, considering the location of pain (neck) and that a contributory role of essure is unlikely, a causal relationship can be excluded. This case was regarded as incident due to disability and treatment received to treat back pain. Additionally, non-serious events were reported. According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
According to physician, the essure removal is foreseen but currently not scheduled yet. Quality-safety evaluation of ptc: lot number 626916 (production date apr-2008, expiration date apr-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. On (B)(6) 2017: no further information was obtained despite request. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced recurrent and intense lower back pain and recurrent and intense neck pain. Remedial therapy was given for back pain. The event back pain is regarded as anticipated according to the reference safety information for essure. Neck pain is an unanticipated event. Both events were considered serious due to disability as the reporter confirmed that consequences on daily life occurred. In this case, the events occurred since placement of the essure device. The exact temporal relationship between essure insertion and the occurrence of these events were not provided. Based on the nature of event back pain, a causal relationship with essure cannot be excluded. With regards to the other event, considering the location of pain (neck) and that a contributory role of essure is unlikely, a causal relationship can be excluded. This case was regarded as incident due to disability and treatment received to treat back pain. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. A review of similar cases for the reported batch resulted in no unusual pattern identified. No further information is expected.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of back pain ("recurrent and intense lower back pain") and neck pain ("recurrent and intense neck pain") in a (B)(6) female patient who received essure (batch no. 626916) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient started essure. In 2008, the patient experienced neck pain (seriousness criterion disability), migraine ("migraine"), weight increased ("weight gain"), dizziness ("dizzy spells"), insomnia ("insomnia"), disturbance in attention ("attention disturbances"), gastrointestinal motility disorder ("digestive disturbances (alternating diarrhea and constipation)"), myalgia ("muscle soreness in limbs"), dry skin ("dry skin") and sinusitis ("sinusitis"). On an unknown date, the patient experienced back pain (seriousness criteria disability and clinically significant/intervention required). The patient was treated with co-dafalgan (klipal), diclofenac [diclofenac] and sumatriptan. At the time of the report, the back pain outcome was unknown and the neck pain, migraine, weight increased, dizziness, insomnia, disturbance in attention, gastrointestinal motility disorder, myalgia, dry skin and sinusitis had not resolved. The reporter considered back pain, neck pain, migraine, weight increased, dizziness, insomnia, disturbance in attention, gastrointestinal motility disorder, myalgia, dry skin and sinusitis to be related to essure. The reporter commented: the events started in the end of 2008. Consequences on daily life (disability leave, unable to leave the house) due to recurrent episodes of lower back and neck pain. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced recurrent and intense lower back pain and recurrent and intense neck pain. Remedial therapy was given for back pain. The event back pain is regarded as anticipated according to the reference safety information for essure. Neck pain is an unanticipated event. Both events were considered serious due to disability as the reporter confirmed that consequences on daily life occurred. In this case, the events occurred since placement of the essure device. The exact temporal relationship between essure insertion and the occurrence of these events were not provided. Based on the nature of event back pain, a causal relationship with essure cannot be excluded. With regards to the other event, considering the location of pain (neck) and that a contributory role of essure is unlikely, a causal relationship can be excluded. This case was regarded as incident due to disability and treatment received to treat back pain. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.